Event description:
This lead was implanted in 2011 and was explanted on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that an impedance of 3,000 ohms was observed. Sensing and threshold are good and no noise noted. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).